Event description:
A malfunction code was reported by the customer, specifically malf 12, which required a reset. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer with resetting the pump, after which the malfunction code did not recur. The customer was advised to monitor the situation and call back if the issue reappears.